Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified material separation, deformation and wear issues, as a circumferential split was noted approximately 9.2 cm from the distal end of the cath-lock. A complete circumferential break was noted approximately 9.9 cm from the distal end of the cath-lock; the distal segment was not returned. Both edges of the circumferential split were rounded. One surface region of the complete circumferential break appeared granular and another rounded. The identified break is typical of flexural fatigue, which is due to the repetitive kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately ten years post port placement, the catheter was allegedly broken. It was further reported that the port body and the distal catheter segment were removed. The current patient status is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: g3, h6(device), h11: b2, b5,h1,h6(patient), h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately ten years post port placement, the catheter was allegedly broken. It was further reported that the port body and the distal catheter segment were removed. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately 10-years post port placement, the catheter allegedly broke. It was further reported that the port body and the distal catheter segment were removed. There was no reported patient injury.